Manufacturer narrative:
This complaint has been confirmed, the guidewires were loaded incorrectly. Existing product on hand was investigated to determine the scope and frequency of the problem. This investigation found that 2 of 45 available units from lot 252410kc were incorrectly loaded, which represents an occurrence rate of (B)(4). It also found that none of the 210 units from other lots were incorrectly loaded. From this evaluation of existing inventory, gyrus (B)(4) believes that it is likely that the problem is limited to lot 252410kc. Gyrusacmi has initiated a voluntary recall on part 25bx lot 252410kc. A letter and reply form will be sent to the consignees to document the return request and action taken by the customers. Any units returned to gyrus (B)(4) will be quarantined and destroyed.

Event description:
A complaint was received which the flexible tip guidewire (lot 252410kc) was found to be loaded into the dispenser backwards. The stiff section comes out of the dispenser where normally the flexible end of the guidewire is dispensed. There was no patient involvement in this complaint. There have been no other complaints of this nature since (B)(6) 2008. Two hundred units of this product were produced in this lot with 145 units having shipped to customers. If the problem were to recur, it is possible that the stiff end of the guidewire could be inserted into the ureter and could potentially perforate the ureter in cases where the patient has tortuous anatomy.